Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Mild detritus on the metal cap and devitrification of the glass cap at the output window were also observed. Both caps remain attached. The identified issues may activate the lase systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The potential for forward firing may exist. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that at 4,653 joules while using the surgical fiber during prostate procedure, the fiber rotated and the output beam was off center. The procedure was completed using a second fiber. Patient outcome: "no issues".